Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic left heart catheterization. Reportedly, after deployment, the sutures of the proglide had become entangled in subcutaneous tissue. The proglide device was stuck and could not be removed from the patient anatomy. The patient was taken for cut down surgery and the proglide device was removed from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported difficulty could not be determined. Factors that contribute to device entrapment include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. Additionally, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted.